Manufacturer narrative:
Concomitant medical products: 3058 interstim urinary mgu ipg, implanted on (B)(6) 2010. 3093-33 interstim urinary mgu lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a false atrial lead low impedance warning occurred on the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.